Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin. The customer reported a blood glucose level of 380 mg/dl, which was addressed by delivering a manual insulin injection. Multiple attempts were made by tandem technical support to follow-up with the customer for additional information; however, no further information was provided on the reported event.